Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient¿s ¿adaptive stimulation [was] behaving erratically.¿ according to the hcp, the ¿patient reported that stimulation was turning on and off whilst remaining in the same position.¿ the patient¿s adaptive stimulation reportedly worked well since it was initially set-up, however the ¿stimulation had been going on and off despite staying in the same position¿ as of two weeks prior to report. The patient¿s programmer ¿showed the correct position, but when he checked the amplitude level it had changed to a different voltage which was not associated with any position.¿ it was noted the changed voltage ¿tended to be lower¿ than the patient¿s preferred setting and as a result ¿it felt like it was ¿off¿ (as sub-threshold).¿ it was noted this issue ¿happened in all positions.¿ in an attempt to troubleshoot the issue, a nurse ¿checked that the battery recognized each position correctly¿ and ¿checked that the battery was not loose in the pocket and affecting orientation.¿ it was noted the patient¿s stimulation was adapting to the correct position when tested in the clinic. Though the cause was not determined, the nurse re-oriented the battery and set-up the patient¿s adaptive stimulation programming again at that time. The nurse ¿decided to switch off adaptive stimulation for two weeks and see if the patient still experienced erratic stimulation¿ at that time. It was ¿unknown¿ whether the issue was resolved; however, it was noted as of (B)(6) 2016 that ¿the patient was receiving good therapy in the correct place.¿ the patient¿s battery remained implanted and in service; there were no surgical interventions planned or performed.